Manufacturer narrative:
The initial failure analysis findings were confirmed. The instrument was confirmed to have the clevis pin missing and, as a result, the grip assembly was dislodged from its normal position in the distal clevis. The instrument was given to manufacturing engineering for further review. It was found that the distal clevis exhibited scratch marks/abrasions near where the clevis pin would be installed. Additionally, it was found that the grip tang, located at the base of the grip where the grips sit in the distal clevis, also exhibited scratch marks/abrasions near where the clevis pin would be installed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, there was a loose pin on the distal end of the prograsp forceps instrument. This issue required the intervention of the second operator to suspend the surgical procedure for removing the instrument. Due to the loss of the pin, it was not possible to remove the instrument through the trocar and it has been necessary to remove the abdominal trocar to allow the exit of the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary identified. The instrument and cannula were removed together due to this issue. The port incision was not increased to remove the instrument and cannula together. The instrument had physical damage, and the incident involved a fragment falling inside the patient's anatomy. The fragment was retrieved during the same procedure. The instrument did not collide with any other instrument or tool during the procedure. The procedure was completed robotically. The issue was resolved by removing the instrument together with the cannula and by retrieving the fragment. There was a procedure delay of 15 minutes.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the product has not yet been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument clevis pin was missing from the instrument.